Manufacturer narrative:
The insulin pump was received with intermittent express bolus, escape, act, up and down arrow buttons response due to flattened button dome switches. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted. The no delivery alarm functioned properly during the basic occlusion and occlusion test. The insulin pump had cracked reservoir tube lip, scratched keypad overlay, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump did not alarm for no delivery when it was not delivering properly. The blood glucose reading was 203 mg/dl. The insulin pump failed the displacement test during troubleshooting. The insulin pump did not rewind all the way and alarmed for a motor error. The drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was sent a continuation of therapy insulin pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the j2 lcd keypad connector was not found unlocked during our visual inspection and the motor passed the motor test. The insulin pump passed the displacement accuracy test.